Manufacturer narrative:
The conclusion is that the user adulterated the product, so that it would not perform as intended, most likely causing the incident.

Event description:
It was reported that the bottle burtst while in use. The incident occurred prior to the patient being intubated. The bottle was received at hudson rci and the visual examination noted that the adapter on the bottle was not manufactured by hudson rci. It was also noted that, the trigger port had been cut off, so the actual opening could not be evaluated (occluded or open). The other manufacturer's adapter involved was tested. The test found that this adapter did not meet hudson rci whistle test specification. This whistle is a designed safety feature allowing the air to escape the bottle and give an audible alarm. Additional testing was done using a new aquapak 340 bottle with hudson rci adapter. We were not able to burst the bottle with the hudson rci adapter allowed the air pressure to escape the bottle so it would not burst. We were able to duplicate the bottle bursting by occluding the adapter whistle port at the same pressure and liter flow.